Event description:
A pt reported experiencing inaccurate high results with a surestep original meter. The pt's blood glucose results were 265 mg/dl, 130 mg/dl, 190 mg/dl. Tests were done within 10 minutes with a difference of 41%. Pt did not experience any adverse events. No further info has been reported.